Event description:
Per the clinic, the device was explanted on (B)(6) 2024, and the patient was reimplanted with another cochlear device during the same surgery.

Event description:
Per the clinic, the patient experienced an infection at the implant site (date not reported). Additional information has been requested but has not been made available as of the date of this report.